Event description:
It was reported that the ilet pump¿s touchscreen fractured, as evidenced by a photo, necessitating replacement; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.